Event description:
It was reported that the patient was experiencing pocket pain around the ipg and leads. All devices were explanted and patient was doing well postoperatively. No device malfunction was suspected. The explanted products were not recovered in the facility and nothing will be shipped back.

Manufacturer narrative:
Date of event: exact date unknown, event occured over the last few months from date manufacturer was made aware additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 3099409/7070912.